Event description:
As reported, there was a problem with the luer hub connector of an unknown super torque cordis diagnostic catheter. After detaching the catheter from the manifold, it is very difficult to connect the catheter again. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the date of this procedure, catalog, lot, and site address were not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. This is an updated complaint conclusion after additional information received: as reported, there was a problem with the luer hub connector of an unknown super torque cordis diagnostic catheter. After detaching the catheter from the manifold, it is very difficult to connect the catheter again and there was some "sticking" while pulling. There were no reported injuries to the patient. There were no issues with the manifold used during this procedure. Additional information was requested but was not provided. Based on the limited information available and without the return of the device, the complaint reported by the customer as ¿luer hub incompatibility/fit¿ was not confirmed. The exact cause of the reported event could not be conclusively determined. Handling factors could be a contributing factor. It is possible that improper user grasp and/or incorrect alignment between the luer hub and other device being connected when tightening can lead to the reported event. Damages to the luer hub should also be inspected for prior to use of the device to ensure that there is no damage that can cause the inability to effectively tighten the luer hub. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a problem with the luer hub connector of an unknown super torque cordis diagnostic catheter. After detaching the catheter from the manifold, it is very difficult to connect the catheter again. There were no reported injuries to the patient. Additional information was requested but was not provided. Based on the limited information available and without the return of the device, the complaint reported by the customer as ¿luer hub incompatibility/fit¿ was not confirmed. The exact cause of the reported event could not be conclusively determined. Handling factors could be a contributing factor. It is possible that improper user grasp and/or incorrect alignment between the luer hub and other device being connected when tightening can lead to the reported event. Damages to the luer hub should also be inspected for prior to use of the device to ensure that there is no damage that can cause the inability to effectively tighten the luer hub. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, and h11 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a problem with the luer hub connector of an unknown super torque cordis diagnostic catheter. After detaching the catheter from the manifold, it is very difficult to connect the catheter again and there was some "sticking" while pulling. There were no reported injuries to the patient. There were no issues with the manifold used during this procedure. Additional information was requested but was not provided. The device will not be returned for evaluation.